Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222404 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, that sealant protection of a 5f mynx control vascular closure device (vcd) cracked while passing through the sheath, so the sealant first met the blood and reacted. The sealant was exposed along the catheter shaft before deployment was initiated and was not contained in the cracked sealant sleeves. The operator felt a strong sense of resistance when entering the sheath so the device was removed, and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepped and used according to the IFU instructions. Button 1 was never depressed. The device was used in a coronary angiogram procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. The sealant sleeves were not out of position prior to the procedure. There were no damages noted to the sealant sleeves. The device was removed from the package per the IFU. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. The device is available and being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, and h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, that sealant protection of a 5f mynx control vascular closure device (vcd) cracked while passing through the sheath, so the sealant first met the blood and reacted. The sealant was exposed along the catheter shaft before deployment was initiated and was not contained in the cracked sealant sleeves. The operator felt a strong sense of resistance when entering the sheath so the device was removed, and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepped and used according to the IFU instructions. Button 1 was never depressed. The device was used in a coronary angiogram procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. The sealant sleeves were not out of position prior to the procedure. There were no damages noted to the sealant sleeves. The device was removed from the package per the IFU. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock closed. The sealant was exposed to blood, swollen, and remained in the manufacturing position. The sealant sleeve assembly was observed kinked/bent. The syringe and the procedure sheath were not returned; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly and the swollen sealant. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have caused the damages in the sealant sleeve assembly and/or contributed to the reported complaint could not be made. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed to deploy the sealant without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was kinked/bent, folded backwards. No cracks in the sealant sleeves were found. The sealant was observed remained the manufacturing position, exposed to blood and swelled which may have caused the sealant sleeve side slits open. A product history record (phr) review of lot f2222404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature¿, ¿mynx control sealant sleeves frayed/split/torn¿ were not confirmed during analysis of the returned device. The reported ¿mynx control system impeded¿ was confirmed during analysis of the returned device. Due to the damaged sealant sleeve assembly, the insertion/withdrawal test could not be completed on the returned device. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. The investigation results showed that the sealants were not exposed along the catheter. Procedural and handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.